Event description:
It was reported to boston scientific corporation that after implantation of an uphold vaginal support system, the patient experienced "lingering and worsening pelvic pain, abdominal pain and right hip pain." The physician explanted the uphold device from the patient on (B)(6) 2010, which was "approximately ten days" after implantation (exact implantation date unknown). Following the removal of the uphold device, the patient's pain reportedly "went away." In addition, the patient is currently "perfectly fine" and has "no pain." The physician does not plan any additional medical intervention and has indicated that he believes the pain experienced by the patient was related to the placement of the device, not to the device itself.

Manufacturer narrative:
(B)(4).